Event description:
It was reported that the external pulse generator (epg) was exceeding the high output limit when being tested at twenty milliamps. The caller verified that the testing equipment was working correctly. The caller was informed that the epg was outside of its service life and would not be repaired. The caller stated that they would seek another test method prior to taking the epg out of service. There was no patient involvement.